Event description:
The pt underwent left total knee replacement on 4/20/94, with insertion of drainage system. On the second post-op day, 4/22/94, the medial drain was attempted to be removed and broke off at the subcutaneous level. The pt was taken to the or, administered general anesthesia and a small incision was made, removing the drain. It appeared to be kinked on the superior flange of the prosthesis.